Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal cramping pain, opalescent effluent dialysate and fever. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with cefazolin sandoz solution injection (1x2gm, daily, intraperitoneal, for 14 days, discontinued), brulamycin injection (1x80mg, daily, intraperitoneal, for 14 days, discontinued) and heparibene na 2500 iu solution injection (3x0.2ml, daily, intraperitoneal, for 14 days, discontinued) for peritonitis. At the time of this report, the patient was recovered from the event (17 days after the event onset). Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.